Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality in 3d image due to component failure of the universal cable and light guide bundle was chipped due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage in the light guide bundle (chipped) and an image issue (poor image quality in 3d image). There was no patient involvement.